Manufacturer narrative:
Additional info: b5 - added failure analysis info. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device intermittently fails the ops check. There was no patient involvement. One therapy pca was returned for failure analysis. The reported problem about "intermittently fails the ops check" was not verified or duplicated during lab tests. The test fixture with the therapy pca under test installed passed all the tests during op check and the delivered energy was within the passing range. Multiple operational checks were attempted and they all passed successfully. There was no fault found with this therapy pca.

Event description:
It was reported to philips that the device intermittently fails the ops check. There was no patient involvement.